Manufacturer narrative:
B3-date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient experienced ineffective therapy. System diagnostics recorded high impedances on contacts 1, 2, and 3 on one drg lead. Surgical intervention was undertaken on (B)(6) 2024, wherein the physician was unable to explant the lead and opted to add two leads at t12 and l3. Effective therapy was restored post operatively.